Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. During troubleshoot; it was stated the drive support cap is flush. Customer declined to check for air bubbles, insulin leaks and the insulin pump settings. The high pressure test was not performed as the customer did not have a tubing clamp. Blood glucose value was 244 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The motor passed motor test. Drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.